Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage, button error and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the pump was dropped in water and it alarm button error. Customer stated she took that battery out, reservoir and infusion set out of the pump, try to dry the pump off with a hair dryer and put another battery in still getting button error. The customer was advised that the pump need to be replaced.